Manufacturer narrative:
Model number/catalog number: sc-2316-70 serial number: (B)(6). Batch/lot number: 19340708 model/catalog description: scs-linear leads unique identifier (UDI) # (B)(4). Model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 20198604 model/catalog description: scs-paddle leads unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the device is unknown. No additional information is available at this time.